Event description:
A pump alarm was reported, identified as alarm 20. The customer declined to answer if their blood glucose level exceeded 500 mg/dl, suggesting no adverse impact was explicitly reported. Technical support assisted the customer in attempting to load a new cartridge, but the cartridge alarm recurred, preventing the resumption of insulin therapy. As a result, a replacement pump was arranged, and the customer was advised to use an alternate insulin delivery method, known as mdi. The customer was further instructed on how to put the pump into storage mode and return it to tandem using a pre-paid label within 10 days.